Event description:
It was reported that the intraocular lens (iol) was cut out of the patient's eye and replaced with an anterior chamber lens within the same procedure. It was stated that a vitrectomy was performed. An anterior chamber lens was required due to the patient's eye physiology. The lens was cut into several pieces and was not able to salvage. There was no harm reported to the patient from the surgery or lens. The patient is reported to be doing well.

Manufacturer narrative:
Patient age was requested; however, was unknown. Gender of patient was requested; however, was unknown. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.